Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6 and h10. Results of investigation: vyaire medical have not received any updates from customer about how they fixed the issue. According to technical support, most likely the touchscreen cable connecting the display unit to the main electronics got released.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Log files and pictures of functional block were provided. There is another case with manufacturer reference (B)(4) for the same device where the blower is defective due to lack of maintenance.

Event description:
The customer reported touch screen issues on the device. No patient involvement reported.